Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (314 mg/dl). Customer delivered a correction bolus to treat elevated bg level. System check was performed with tandem technical support and no issues were found. Customer indicated that infusion site would be changed. Recommendation was made to consult with health care provider for management of bg levels.